Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two heartstring iii seals failed to load properly and were observed to be cracked. The seal did not fold properly during the loading process and remained inside of the loading device upon removing the delivery device. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital intends to return one of the device in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).